Manufacturer narrative:
(B)(4). Product will not be returned to zimmer biomet for investigation. The reported event was unable to be confirmed due to limited information received. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient was revised due to pain, damage to bone/tissue, lack of mobility, metal poisoning, metallosis, and elevated metal ion levels.